Manufacturer narrative:
No information provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. As a result, the investigation was unable to determine the cause of the customer's allegation. Additionally, during the device evaluation, the cable failed the water leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a blurry picture. The issue occurred during reprocessing. There were no reports of patient involvement.